Event description:
It was reported that patient had High blood glucose and infusion set tubing came apart and treated with pen on (b)(6) 2026.

Manufacturer narrative:
E1: (b)(6). Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.